Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer (fse) found that the main 5.1 and 5.2 smart half height drawers failed and were not detected on the bus. The fse used a multimeter to confirm that the 5.2 drawer controller board had failed and that the drawer module controller had also failed. Both boards were replaced. The fse checked the lights and cables, cleaned debris, and replaced the bumpers. The hardware testing application test passed successfully. The customer verified all device functions and confirmed that the unit was operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawers 5.1 and 5.2 were not detected on the bus. The customer attempted recovery procedures performed a hard reset and accessed the back of the unit; however, the drawers could not be recovered. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.